Event description:
Note: age and weight of the patient is unknown. It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure, the patient was kept under too light anesthesia, woke up, and began bucking. Five minutes into the ablation, the machine registered a fluid loss of 10 cc. The physician aborted the case and cooled the uterus. The patient had a slight cervical and vaginal burn (degree unknown), was treated with cream, and released. The physician expected no long term negative effect.

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.